Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: with this investigation it has been confirmed that the device failed to meet its specifications during device start.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "display not coming (full white display)." (2) no patient involvement. Found problem during general maintenance visit.

Manufacturer narrative:
It was reported that the display screen was white after start-up during preventive maintenance. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective cable to display. After replacing the cable, the device was released back into use.